Event description:
A biomedical engineer reported during a case the irrigation/aspiration vacuum was not working properly. The vacuum would not suction out the air bubbles. The surgery proceeded slower than usual resulting in a delay of the case. Add'l info was requested.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the irrigation/vent spacers were replaced as a precaution. The system was then tested and met all product specs. (B)(4).